Event description:
On (B)(6) 2020, the device delivered treatment. The patient went to the hospital for a follow up, where it was noted that the ICD lead was damaged. As the battery was low (8 percent), the doctor decided to replace the lead and ICD together.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.